Event description:
It was reported in a social network: "considering my husband almost died from coblation, I would not recommend that to anyone. He had to have 8 pints of blood transfused". No more information has been provided at this moment.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. It is possible that the suction pressure at the customer¿s facility may have not supplied enough pressure in order to excavate blood and tissue which will cause the tip to clog; therefore, decreasing the functionality of the wand, end of useful life for the device, or certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. Another factor unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller which was not returned for evaluation.